Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the a new device and leads were implanted.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients ipg is inoperable and will no longer take a charge. Surgical intervention may be pending to address the issue.